Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Add any other reported clinical observations. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that upon device interrogation a code displayed indicating an issue with the patient data. Technical services (ts) was consulted and discussed that this is a benign code that may be due to external factors such as radiation, high altitudes or cosmic rays. Ts discussed that the code can be reset using the programmer. Ts noted the implant date will remain the date set whenever the next manual or automatic sensing set up in performed and cannot be corrected. Ts suggested adding a note in the patient chart to indicate the correct implant date.